Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same result. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.